Manufacturer narrative:
The customer visually inspected the patient sample and there were no signs of fibrin, clots, or air bubbles. Based on the provided qc and calibration data, a general reagent problem can be excluded. The analyzer alarm history contained no conspicuous events. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a low questionable gluc3 glucose hk gen.3 result for 1 patient's fluoride plasma sampled tested on a cobas 8000 c 502 module. The initial glucose result was 11 mg/dl. The initial result was reported outside of the laboratory but was questioned by the doctor. The same patient sample was tested on another cobas analyzer and had a glucose result of 105 mg/dl with a data flag. The initial glucose result was from reagent lot 421384 with an expiration date of 31-oct-2020. The repeat glucose result was from reagent lot 399291 with an expiration date that was requested but not provided.